Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 8115525, 510k # k032578 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the after breaking off one side of the crosslink set screw, the other side detached from the rod. The surgeon was going to unscrew the setscrew using a removal driver to re-position the crosslink, but the setscrew head was stripped and was impossible to be unscrewed. As a result, the crosslink was removed with the rod, and new construct was added to the patient. The incident caused delay of the surgery. No patient complications were reported.